Event description:
In 2009, the patient reported that he programmed a 4 unit bolus and only 3 units were delivered. He reviewed the bolus history and the most recent bolus was for 0.4 units. He disconnected from his infusion site and programmed a 3.8 unit bolus and the bolus was correctly listed in the bolus history. He described his procedure for programming a bolus and it appeared he was performing the procedure correctly. He stated that he has been experiencing elevated blood glucose for the past 2 months and he wondered if he was performing boluses correctly. He stated that his normal blood glucose range is 125-260 mg/dl and he considers 250 mg/dl to be high. He stated that he has a broken leg and is waiting for knee replacement. His activity level has been decreased by 80% as a result. He was advised to contact his physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.